Event description:
It was reported in neurosurgery that the patient underwent angioplasty and stent placement. Ten minutes after stent placement, angiography revealed the stent was completely occluded with thrombosis (thrombus grade 3). The patient was given abciximab intravenously without improvement in the thrombus followed by angioplasty that resulted in recanalization. The patient was given a thrombosis in myocardial infarction score of 3 (complete reperfusion) after the intervention. Pre procedure the patient had been taking 325 mg of aspirin and 75mg of clopidogrel daily for five days prior to the procedure. There were no complications or morbidity due to the stent thrombosis and the patient was discharged home.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in neurosurgery that the patient underwent angioplasty and stent placement. Ten minutes after stent placement, angiography revealed the stent was completely occluded with thrombosis (thrombus grade 3). The patient was given abciximab intravenously without improvement in the thrombus followed by angioplasty that resulted in recanalization. The patient was given a thrombosis in myocardial infarction score of 3 (complete reperfusion) after the intervention. Pre procedure the patient had been taking 325 mg of aspirin and 75mg of clopidogrel daily for five days prior to the procedure. There were no complications or morbidity due to the stent thrombosis and the patient was discharged home.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.